Manufacturer narrative:
Not reportable ¿ no issue was reported. The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
Not reportable - no issue was reported.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) completed the safety disk replacement. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6) hospital.